Event description:
Healthcare professional reported "textured to smooth implants due to the patients concern with the products". Later, healthcare professional reported "ruptured". This record is for left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. As per the investigation procedure particles were completed none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Healthcare professional reported "textured to smooth implants due to the patients concern with the products". Later, healthcare professional reported "ruptured". This record is for left side. Device was explanted.